Manufacturer narrative:
(B)(4). Date sent: 11/16/2023. D4: batch # unk. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the lx210 device was received with the handle coating missing. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained, and deployed 6 clips as intended. The instrument was fully functional and conforming. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: select the appropriate size ligaclip extra ligating clip cartridge and corresponding clip applier. With the cartridge slots facing away from the base, insert the cartridge into one of the channel openings of the lc800 stainless steel cartridge base. Ensure that the cartridge is past the channel opening and securely held in place. Grasp the applier in the box lock area using the pencil grip technique. Insert the jaws of the instrument into the individual cartridge slot, making sure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. Keeping the applier jaws perpendicular to the surface of the cartridge, retract the applier from the cartridge. The clip will be securely held in the applier jaws. It is not necessary to maintain ring tension to hold the clip in the applier jaws. Position the clip around the tubular structure to be ligated. Apply sufficient force to fully close the applier to assure that the clip is satisfactorily placed and secured. The event described as clips would not hold in jaws and scissored clips could not be confirmed as the clips held as expected and no scissors clips were observed. The event of damaged handle coating reported was confirmed and it is related to improper use of the device. Please note that as stated in the IFU: all surgical instruments are subject to a degree of wear and tear because of normal use. A regular and precise visual check of the instrument should be made before each use. Please reference the instruction for use for more information. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Event description:
It was reported that during an unknown procedure, clip applier will no longer hold the clips and the coating is cracked on the handle and a few the tips are crossed. There was no adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 10/26/2023. D4: batch # unk. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.